Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty being able to interrogate the patient¿s ICD due to interference from the heartmate 3 lvad could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively established. It was reported that the electrophysiology clinic had difficulty being able to interrogate the patient¿s medtronic ICD due to interference from the heartmate 3 lvad. The ICD was initially interrogated using the medtronic encore programmer in different body positions without success. An older version of the programmer (model 2090) was able to communicate with the ICD in a different hospital location. No alarms were associated with this event, and no adverse patient consequences were reported. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020 via customer order 8019117175. The heartmate 3 lvas IFU warns the user that the heartmate 3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also warns that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was difficulty being able to interrogate the patient's implantable cardioverter-defibrillator (ICD) from another manufacturer due to interference from the hm3 lvad. The ICD was initially interrogated using the other manufacturer's programmer in different body positions without success. An older version of the programmer in a different hospital location was able to communicate with the ICD.